Manufacturer narrative:
Method: device not returned, follow up with representative.

Event description:
It was reported a physician performed a 2-3 level kyphoplasty procedure on a pt. The pt was osteoporotic and the imaging was not very good. The procedure was reported to be successful. There was no report of cement extravasation. Reportedly, later in the week, the pt was airlifted to another hospital due to paralysis. The pt status is "to be evaluated". No additional info was reported.